Event description:
It was reported that a freestyle libre 3 sensor paired to the abbott mobile app failed to pair with the ilet, resulting in impending dosing stoppage and loss of cgm pairing; the user was instructed to apply a new sensor to enable connection to the ilet. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included interruption of automated insulin dosing and the need for user intervention to restore cgm connectivity. Investigation included technical troubleshooting and user education. Investigation of this case revealed a communication or pairing failure between the cgm sensor and the ilet that persisted despite standard pairing attempts. It was concluded that the event was related to cgm-to-ilet connectivity failure, with resolution contingent on replacing the sensor and re-establishing pairing.